Event description:
It was reported that the patient presented in the hospital, for reasons unrelated to the device, when rv lead noise and high hv lead impedance was observed. Programming changes were made. The patient was in stable condition.